Manufacturer narrative:
This report is submitted on november 16, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to the patient requiring frequent mris. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 16, 2021.